Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The device has a current battery status of ok as of (B)(6) 2016. The daily battery trend showed a gradual rise of battery impedance without battery depletion. Per carelink, a recommended replacement time (rrt) triggered on (B)(6) 2016. An interrogation by a programmer with updated software successfully reset the rrt.

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The device was updated and remains in use. No patient complications have been reported as a result of this event.